Event description:
It was reported that cartridge did not fit into pump properly. There was no adverse impact to the customer's blood glucose level. No initial corrective actions were taken by customer until caller installed new cartridge, after which insulin delivery was successfully resumed, issue was considered resolved, and technical support sent replacement cartridge as goodwill with no further assistance required.